Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was completed on (B)(6) 2021. The patient was in stable condition.